Event description:
It was reported the patient received the following results within 15 minutes: 7.0 to 7.8 mmol/l with instant system 1, and 11.0 to 15.0 mmol/l with instant system 2. The customer used two different instant meters but the same test strips vial for the measurements.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.